Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the surgeon reported that the clips of the er320 were going out of the side of the instrument. The clips were locking. The clips did not fall into the patient. There was no consequence to the patient.